Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device did no longer cool down completely; patient side affected. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The reported issue could not be confirmed, and the device was heating and cooling within the expected timeframe. Subsequent functional verification testing was completed without issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11. Based on complaints database analysis, no other similar event occurred related to involved device since its installation in 2019. No adverse and concerning trend about the reported failure mode has been triggered by periodical complaints statistical analysis. Considering investigation conclusions, an hardware malfunction of the device could be excluded. Root cause is more likely associated to procedure/circuit related factors, such as: - incorrect tubing length; the length of the tubings from the heater-cooler towards both the heat exchangers and the single-use heating/cooling blanket must not exceed 5m; - simultaneous activation of cardioplegia and patient circuit cooling; in such case, the cooling performance of the patient circuits is significantly reduced when cardioplegia cooling is activated. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.